Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had failed volume test. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device had failed volume test" cannot be confirmed through delivery accuracy test or downstream occlusion (dso)/upstream occlusion (uso) test. The probable cause was unknown. Replaced dso seal as preventive maintenance. Software updated and unit reset to standard configuration. The device passed testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.